Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Other number¿UDI: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: nov 10, 2014. Expiration date: oct 1, 2024. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event (B)(6) as follows: it was reported that the screw was inserted to the zygomatic bone, but the surgeon attempted to change the inserted position (location) of the screw. When the surgeon attempted to remove the using a screwdriver, one third of the screw head was broken. The screw head was still able to be hooked, so the surgeon tried to remove it again but the screw head broke and completely separated from the screw body. The remaining screw body was completely removed from the patient¿s body by using forceps. A fine screw was used alternatively and the surgery was completed. No patient harm was reported. The procedure was successfully completed without delay. Concomitant devices: 1x unk screw driver, unk forceps (unk quantity). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: dzl. A device history record review as completed for the non-sterile version of the part: part 04.503.226.20, lot 7759705: manufacturing location: (B)(4). Manufacturing date: august 07, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed as the screw shaft was received broken into three pieces and the screw head was not received. A device history record (DHR) review, implant inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed as recommended. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned screw is part of the matrixmidface system and is referenced in the matrixmidface plating system literature. The screw shaft was received in three pieces and the screw head was not received. Two of the three pieces are less the 1.5mm x 1mm x 1mm. The third portion contains the distal tip and is approximately 5.55mm in length. The proximal portion shows a break and significantly flattened threads. Due to the post manufacturing damage dimensional inspection of the threaded portion could not be performed. The proximal portion, including the screw head, was not received and estimated to be 0.55mm to 0.35mm in length based on the received portions and relevant drawing. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the screw is already broken. The relevant drawings were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed as recommended. A definitive root cause could not be determined. The loading during removal and patient factors are unknown. The matrixmidface plating system literature note that predrilling is recommended with 1.1mm matrix drill bits for 3mm ¿ 8mm lengths and that in areas of dense bone, it might be necessary to predrill when using self-drilling screws. It is unknown if loading factors during insertion contributed to the failure. There is no evidence of a manufacturing issue and no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.